Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is there was resistance that prevented the withdrawal of the sheath and carrier tube assembly. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the faiure mode and effects analysis (fmea).

Event description:
The user facility reported that when the doctor tried to deploy the angio-seal, he could not pull the carrier tube together with the device sheath as he was getting resistance. He managed to pull the device cap from the sheath cap until it clicked, however they were not able to pull the device together. There was no reported impact of event on the patient. The procedure was completed successfully. There was no known effect on the patient condition and outcome of the event.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.